Manufacturer narrative:
Patient was revised to address loosening of the cup. Upon removal of the liner, a substantial amount of black sludge was found. The surgeon was able to remove two of the screws from the cup, but one screw broke at the base and could not be removed. It was also mentioned that the liner was not properly seated. Doi (B)(6) 2013 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. An x-ray was obtained with the initial reporting but is poor quality and does not offer a root cause. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. An x-ray was obtained with the initial reporting but is poor quality and does not offer a root cause. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 9/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, difficulty ambulating, metal ions at higher than normal levels. Doi has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the cup. Upon removal of the liner, a substantial amount of black sludge was found. The surgeon was able to remove two of the screws from the cup, but one screw broke at the base and could not be removed. It was also mentioned that the liner was not properly seated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/20/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup, metallic debris, pseudotumor, and one retained screw head. There was no mention of the liner not seating well. The stem is being added to the complaint for the alleged high metal ions (no lab results given). The three unknown loose screws is being changed to two and one is being added for being broken and loose. There is no new additional information that would affect the existing MDR decision.